Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that that within 11 days post implant the rv lead had to be revised. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.